Manufacturer narrative:
The customer's report was observed by a zoll approved service provider during initial testing. A customer contact was made to follow-up, and it was confirmed the pads were being replaced and the reported issue was resolved. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.